Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage. Upon inspection the device was able to power on using both battery and ac power, obtain readings as normal and alarm visually and audibly during alarm conditions. After about 30 minutes, the screen went blank and the device gave an error indicates a core board failure of at least one of its power supply voltages. Visual inspection was performed of inside. No internal circuitry damage. No loose cabling or loose circuit board to circuit board interconnections observed. Customer complaint was duplicated: device turns off and starts 11 beep error, this error is due to multiple core board component failures.

Event description:
The customer reported device screen went blank. After rebooting device turned on however customer wants unit to be looked at. No patient impact or consequences were reported.